Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit was received with cracked reservoir tube lip, cracked case near display window corners, cracked reservoir window and cracked battery tube threads noted during visual inspection. Bolus were programmed, delivered and recorded in bolus history properly.

Event description:
Customer reported that she was hospitalized because of high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was 486 mg/dl. Customer stated that her insulin pump is cracked and malfunctioning. Nothing further was reported.